Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that the menu button is not always recognized when pressed. No adverse event alleged. The pump is being returned and replaced.